Event description:
During patient treatment using therakos cellex instrument procedural kit lot #a312/461, expiration date: 07-01-2014. Alarms: collect line pressure dome alarm x1 during prime & system pressure alarm x1 at 210ml wbpcomments: treatment did not advance to establishing separation after 45 mins into treatment with 301ml wbp; air alarms or evidence of air in tubing/filter, kinked/pinched tubing or altered kit integrity identified. Therakos notified; ended treatment to manually to return all blood products to patient. Patient stable & without complaints.preprimed using different kit with same instrument:procedural kit lot #a312/534, expiration date: 07-01-14. Alarms: system pressure alarm x7 with (wbp at 191ml, 236ml, 265ml, 306ml, 332ml, 360ml & 380ml); no air alarms or evidence of air in tubing/filter. No kinked/pinched tubing or altered kit integrity identified. Therakos notified after 5th system pressure alarm; treatment continued; after 7th system pressure alarm-treatment ended with all blood components returned to patient. Patient stable and without complaints.reprimed with new kit and different cellex instrument, procedural kit lot # a312/522, expiration date: 07-01-2014. Successful treatment completed with no instrument or kit alarms.